Manufacturer narrative:
Correction: h6 to product not returning.

Manufacturer narrative:
The reported events of helix mechanism issue and stylet insertion failure were confirmed. As received, a complete lead without a stylet was returned in one piece. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.

Event description:
It was reported that during implant the guidewire and failure to extend on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.